Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found disconnected tubing from the sheath flow coil (vc12). The tubing was replaced, resolving the leak. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was approximately 1 ml of liquid from the instrument. The leak was not contained. The operator was wearing a lab coat and gloves at the time of the incident. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.